Event description:
It was reported that: the patient had no apparent issues with the case. However after the case the patient was difficult to wake, and may show signs of anoxic injury. This is pending and not confirmed. When the customer attempted to locate historical data on the central station there was no information available. A draeger clinical specialist was onsite within 2 hours of the initial notification. The draeger clinical specialist was unable to locate the information for the specified time. Logs were taken from the both the or room and the central station. Review of the input recorder from the iacs indicates that actions were taken with the device during the time period in question. The customer reports no fault with the device during initial review.

Manufacturer narrative:
Note that storing/accessing patient event data at the ics does not impact live patient monitoring. However, in this case, when the customer was asked if there was any allegation that a draeger device played a part in the patient outcome, the response was not definitive. Therefore, in an abundance of caution, we reported the case. An update of the patient condition was provided; the patient remains unresponsive. A draeger technician performed testing on all of the involved draeger equipment (including the ics and m540) onsite with no malfunctions identified. Draeger engineering reviewed the provided information, infinity central station (ics) logs, and performed in-house testing in order to reproduce the issue. Engineering was able to verify the reported issue. Root cause was identified as a software issue where the ics does not follow fifo (first in, first out) order when removing old records from the database. A change request has been created to evaluate a fix for this issue.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
It was reported that: the patient had no apparent issues with the case. However after the case the patient was difficult to wake, and may show signs of anoxic injury. This is pending and not confirmed. When the customer attempted to locate historical data on the central station there was no information available. A draeger clinical specialist was onsite within 2 hours of the initial notification. The draeger clinical specialist was unable to locate the information for the specified time. Logs were taken from the both the or room and the central station. Review of the input recorder from the iacs indicates that actions were taken with the device during the time period in question. The customer reports no fault with the device during initial review.